Event description:
The surgeon attempted to use a 2.0mm vlp- mini mod plate w/ locking screws to fix a fracture. The screws did not lock into the plate. There was a surgical delay greater than 30 minutes due to the issue.